Event description:
It was reported that about three days post-implant, this right ventricular (rv) lead exhibited increased pacing threshold values and the pacemaker was not pacing appropriately. A revision procedure was performed about three weeks later. However, after repositioning the lead, acceptable pacing parameters were not able to be obtained and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.